Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to product information d4 lot no: - correction d4 expiration date - correction h2 type of follow up: - correction h4 device mfg date ¿ correction h6 - correction h10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.